Event description:
It was reported to philips that after performing a reboot, the system was unable to boot, stalling at the boot countdown timer. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing planned treatment. The procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) examined the system onsite and confirmed that the system was unable to boot, stalling at the boot countdown timer. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the flexvision pc was receiving 240v power and had secure ethernet connections, it was not functioning properly. Fse found all diagnostic lights were off, except for a blinking blue led, and the fans were spinning, indicating that it was getting power but not operating. To resolve the issue, the fse replaced flexvision pc and reloaded necessary software. The defective part was sent for analysis, for flexvision pc no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.